Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the electrode cord connection of a bipolar forceps (ID 8010010h) button melted near the handle release button. It occurred when the autoclave sterilization was applied at 34°c for 8 minutes. The sterilization content was over recommended sterilization time, but within the sterilization time under prion conditions (it was shorter than the prion-compatible sterilization time -autoclave at 134°c for 18 minutes).

Manufacturer narrative:
The device identifier number 10886704035756 or 10381780514565 (manufacture date dependent). The manufacturing date is unknown, and the expiration date is unknown. Failure analysis - a visual inspection confirmed the presence of the melted location shared by the customer. Functional testing results: (reference any related procedures/documents) a known good isocool tip was inserted into each side of the isocool handle. The melted side of the isocool handle did not retain and release the tip correctly. The complaint condition is confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could confirm the complaint. Potential root causes include "product is damaged from improper reprocessing.".

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The bipolar forceps (ID 8010010h) was not returned for evaluation (as per customer, product not available)and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Corrected fields: g6, h2, h3, h6.

Event description:
N/a